Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the device was upgraded in clinic, previous recorded episodes were lost. There were no adverse consequences to the patient. Device will be monitored.